Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to loose and protruded drive support disk. Analysis was unable to verify compromised force sensor system alarm due to motor error alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was over 290 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injections. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after an alarm. The customer stated that the drive support cap was protruded. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.